Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and found sensor broken with missing parts. It was unable to be confirmed that the customer received sensor damage due to customer returning opened and or used. The needle anomaly was unable to be confirmed due to customer not returning needle.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor was broken. The customer states they noticed needle retracted. The customer's blood glucose level was unknown. The customer states the transmitter does not blink when connected to the sensor. It was noted that the cannula was not intact. Troubleshoot as conducted and the customer was advised the sensor would be replaced and returned for analysis.